Manufacturer narrative:
Follow-up #1: date of submission 04/22/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/08/2014 with the following findings: testing confirms the pump resets to factory default time and date after the battery is re-inserted after one hour. The internal battery was found to be leaking. Black box shows manual time change on (B)(4) 2014 from 7:45pm to 7:44am and a manual date change from (B)(4) 2014. The time/date was incorrectly set after a reset on (B)(4) 2014. No evidence of time/date reset is observed. Unrelated to the complaint, the display is dim and faded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: blood glucose (bg) has been high ever since her battery change of yesterday; patient reports changing site twice since changing the battery change, but her bg level is still 309 mg/dl with nausea and shortness of breath. Customer support (cs) review found patient completed battery change, the time and date reset to default settings then the patient set the time incorrectly as the pump currently shows pm when it should be am. The date is correct. Patient understands this will affect when her basal rates are delivered and that this is cause for elevated bg. Time is now correct on pump. Patient has taken correction via syringe and will continue to monitor bg and resume pump therapy. This complaint is being reported as the patient experienced hyperglycemia subsequent to the use error of incorrectly setting the time in the pump.